Event description:
The nurse reported to our sales rep, it was observed that the lock ring broke. Pieces were removed. Replacement available, surgery successfully completed.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.